Manufacturer narrative:
On 07/07/2016, isi received uf/importer report (B)(4) with the following event description: during a robotic gastric sleeve surgery, noted a foreign body inside abdominal cavity of o-ring. The item was removed from abdomen -- noted it probably came from the 8 mm cannula seal on device. A portion of cannula seal pulled apart from the seal. This was identified by sales rep in room from da vinci. This is a first time incident. These seals are used on every robot case and this has never happened before. The instrument being inserted was the correct size for which the seal was designed.

Manufacturer narrative:
The 8mm cannula seal has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation; however, photographic images of the 8mm cannula seal were provided by the isi csr. Review of the photographic images found that the cannula seal has a detached reducer lip (ring). Isi performed in-house clinical testing to investigate the root cause of the customer reported failure mode; however, the reported failure mode could not be replicated. A follow-up MDR will be submitted if additional information is received. Based on the information provided, the customer had used the wrong cannula configuration when using a 5mm instrument in an 8mm cannula because a reducer was not installed through the cannula seal. However, it is unknown if this cannula configuration caused or contributed to the reported event. This complaint is being reported because it is unknown what caused the piece of the cannula seal to become detached and subsequently falling inside the patient. There is no indication that an adverse event occurred since the fragment was retrieved from the patient and there was no report or allegation of a patient injury as a result of the event.

Event description:
It was reported that during a da vinci assisted general surgical procedure, a small rubber band from the green cannula seal was noted to be on the endowrist needle driver instrument while installing the reducer cap and then the rubber band fell into the patient. The piece from the green cannula seal was immediately retrieved from the patient with an endowrist grasper instrument. There was no report of any patient harm, adverse outcome or injury. The planned surgical procedure was completed. The green cannula seal was discarded. On (B)(4) 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, the rubber band from the 8mm cannula seal was immediately retrieved from the patient with an endowrist grasper instrument. The csr indicated that the site did not inspect the 8mm cannula seal prior to use; however, there were no issues noted during introduction of the 5mm endowrist needle driver instrument through the reducer. On (B)(4) 2016, the isi csr confirmed the site's clinical setup for the cannula, introducer and 5mm instrument. According to the csr, the site used a 5mm needle driver instrument inserted through 8mm green seal with a reducer cap and no 5-8mm cannula reducer. It is unknown if the instrument tips were properly closed during insertion of the instrument. The csr indicated that there was no patient harm, adverse outcome or injury. The planned surgical procedure was completed. The csr confirmed that the 8mm cannula seal will not be returned because the site has discarded it.